Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: nakamura, a., kanazawa, m., noda, k., endo, h., takahashi, t., & nozaki, e. (2018). Percutaneous transradial artery approach for femoro- popliteal artery intervention in the current era in japan. Indian heart journal, 70(1), 99¿104. Doi: 10.1016/j.ihj.2017.11.019.

Event description:
It was reported in an article from the journal of indian heart journal titled " percutaneous transradial artery approach for femoro- popliteal artery intervention in the current era in japan " that the patient underwent endovascular treatment (evt) for the chronic total occlusion lesion in the superficial femoral artery (sfa) on both sides with conventional technique. Approximately two years after, the patient was admitted to the hospital for a two-month history of progressive both calf rutherford-becker class 3 ic despite medication optimization. The patient¿s maximal walking distance was about 150 m, and the values of ankle-brachial index (abi) at rest revealed a decline to 0.59 in the right leg and 0.57 in left leg. Angiography revealed the instent occlusion of the right sfa from its ostium, the occlusion of the left common femoral artery (cfa), and the in-stent occlusion of the left sfa. Subsequently, evt for these lesions in both legs was performed; the patient was discharged the next day and free from claudication.